Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report #2518422-2023-18186.

Manufacturer narrative:
H10: the manufacturer has contacted the customer regarding the repair of this device, but no response has been received. No further information could therefore be provided about the troubleshooting, repair, diagnostic report, parts replaced, or part return. A field service engineer (fse) was not able to evaluate the device, and no onsite work order was generated. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure. H11: updated contact information, contact office entity, and manufacturing site.

Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
Pressure sensor autozero alarm. Unknown if in patient use. No reports of patient/user harm or injury.